Manufacturer narrative:
Radiographs received confirmed the event. Images depicted fractured bone screws at c5 and that fusion had occurred (per the surgeon.) Devices were not returned and could not be evaluated. This is no plan for revision, as the patient is fused and doing fine. Unknown factors include: patient activity at the time or prior to the event, the degree of spinal instability or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported). Root cause is unknown.

Event description:
On (B)(6) 2021, patient underwent anterior cervical fusion (acdf) surgery with a one level anterior cervical plate (acp) c4-c5. Patient had follow-up on (B)(6)2021 and was fine. On (B)(6) 2022 follow up, radiographs depicted the c5 bone screws on the acp had fractured. Patient had fused and was asymptomatic. There is no plan for revision surgery.